Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pr e-existing patient conditions. The pvl most likely was due to sub optimal position as the first valve was implanted at a depth of 5 mm and a second valve was implanted at 1 mm, which improved the pvl from moderate-severe to mild. Without return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 5 mm and a moderate-severe paravalvular leak (pvl) was noted. Post balloon aortic valvuloplasty (bav) was performed with no improvement in pvl. Subsequently a second valve was implanted, valve-in-valve, resulting in an improvement of the pvl. No additional adverse patient effects were reported.